Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5173481/5173450. Product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 5159714.

Event description:
It was reported that the patient had ipg site pain due to patient's battery flipping side to side. It was also reported that the patient was said to be experiencing inadequate stimulation, feeling as though the battery may be overstimulating and causing nausea. The patient underwent an explant procedure. The explanted ipg and leads were discarded by the surgery center.